Event description:
During an oral maxillofacial procedure on (B)(6) 2013, the device had no power. It is reported the procedure was delayed approximately 10 minutes while an identical device was retrieved. Procedure was completed using the back-up device. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #8030965-2013-04449. Placeholder.